Event description:
Beyond air machine was alarming "main delivery failure." Machine switched into backup mode and swapped out with alternate machine. Vital signs were stable before, during, and after transfer to new machine.